Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed all functional testing. The electrical test failed due to failed ground bond test. An internal/external inspection was performed and revealed ground wire from the door did not connect to the ground post. The cause was door ground wire did not connect to ground chassis. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device will be sent to servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.